Event description:
It was reported that the patient had difficulty in charging the ipg and getting a full charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Event description:
It was reported that the patient had difficulty in charging the ipg and getting a full charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility. Additional information was received that a new lead was also added. It was noted that the patients lead was cut during the procedure and remained implanted.